Event description:
It was reported that a malfunction occurred, but the customer was unable to complete addressing the issue due to a separate case problem. There was no reported impact to the customer¿s blood glucose level. Technical support made two attempts to reach the customer without success and decided to close the case.